Event description:
Information was received that a smiths medical cadd extension set was in use, device alarmed an occlusion message. The pump was removed and connected to another extension set-infusion progressed until the end. No adverse effects were reported.